Event description:
It was alleged that the patient took more insulin than needed due to false elevated blood glucose levels on his blood glucose monitor. Around 9:30am the patient received a result of hi (greater than 33.3 mmol/l) and took 30 units of insulin. At 10:00am the patient ate 2 be. At 10:30am the patient got a result of hi and injected 30 units of insulin. Around 1:00pm the patient received a result of 30.5 mmol/l and injected an additional 30 units of insulin. The patient became sleepy and his wife found him unconscious shortly after 1:00pm. An ambulance was called at 1:30pm and was taken to the hospital. The patient was treated with an infusion of glucose. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.